Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the broken video connector pin was due to wear associated with repeated use and the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a broken video connector pin. The additional functions tested - video in/output signals and images tested - functioned as expected.

Event description:
Olympus was informed of a report that half of the image would disappear and flicker. The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.